Event description:
It was reported that the tip of the instrument was broken. The doctor retrieved the broken piece. No patient complication was reported.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. The visual examination showed that the part appears to have been manufactured properly. Failure due to excessive applied torque. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.